Event description:
In 2010, I had essure, a birth control device, implanted. I started to suffer several months after the insertion various things, from back pain to lack of sex desire because of the pain associated with it. I would have irregular periods, severe cramps, headaches, inflammation in my ureters and cyst that would come and go on a regular base. After finally seeing dr. (B)(6) at (B)(6), went to decide the treatment plan is to undergo a hysterectomy. I am only (B)(6) and now suffering from anxiety and depression because I am fearful of the surgery scheduled (B)(6) 2015. After various tests and CT scans, ultrasounds because only one device was detected, we finally found the right side essure very high up in the fallopian tubes making impossible to leave the fallopian tubes in. Due to the pain and anxiety my ability to go to work has been effected. I am a longshoreman, in my industry I drive heavy equipment and work vessels that require a sound mind and ability to lift more than 50 pounds as needed for rigging of gear. So this has been a financial hardship.